Event description:
The screen were shown "pressure sensor cable fault detected-check sensor cable"on pulsioflex monitor when connected to proaqt sensor at the beginning of use. The customer claimed that leak was found from the device. Replacing the sensor cable and the pulsioflex machine did not resolve the issue. The problem was solved after connecting to a new proaqt sensor. Manufacturer reference (B)(4).

Manufacturer narrative:
Further information about the event has been requested. Device investigation anticipated but not finalized yet. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: pv8810, lot 23hf01, catalogue # 6882824 - manufacturing date: 08/31/2023; expiration date: 07/31/2026; UDI (B)(4). H3 other text : device investigation anticipated but not finalized yet.

Manufacturer narrative:
It has been reported that the pulsioflex monitor displayed "pressure sensor cable fault detected-check sensor cable" when first connected to the proaqt sensor. Additionally, a leakage was detected by the user. The problem could be resolved by replacing with a new proaqt. Both failures could not be reproduced. No leakage was found, and no error message was shown on the puldioflex when the complained proaqt was connected. A measurement with the comlained proaqt sensor was possible. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< (B)(4), considering root cause and all types of proaqts). Overall, investigations did not indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as unlikely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. It cannot be excluded that a handling error during use occurred. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed. The following similar device is under complaint: pv8810, lot 23hf01, catalogue # 6882824 - manufacturing date: 08/31/2023; expiration date: 07/31/2026; UDI (B)(4).

Event description:
Manufacturer reference # (B)(4).